Event description:
The customer reported that while pipetting an hiv I/ii plate on summit, liquid was being forced up above the plunger during the mix cycle. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00432187.